Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was admitted into the hospital with fever symptoms, shivering and hallucinations. It was then discovered the patient had a uti and was discharged from the hospital with antibiotics. The investigation did not determine which lead contributed to this issue. Further intervention may be pending.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: csc lead, model: 6170, UDI: (B)(4), serial: (B)(6), batch: 8822452.